Manufacturer narrative:
H3, h6: the logs and patient archive were returned for product analysis. Review of the logs and archive did not provide enough information regarding the cause of reported complaint. The archive contains 2 CT scans, but the representatives did not find any plan data as such. Image was per stealth protocol. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer representative stating that in this case, there was a new physician's assistant(pa) who had issues putting the localizer frame on the patient. It is suspected that the pa did not place the frame completely flush on the patient, as the area that the pa was having trouble with was where the rods were yellow and high rod metrics. Today both the representative and the site did multiple phantom spins with the same localizer and all the rods were green values. Additional clarification was provided stating that the post op CT line up with the post-op exam from the imaging system. There were two plans present on the archive and one of them also lined up with the dbs lead placement. The site was likely looking at the wrong plan when they were comparing post-op. The representative also clarified that the yellow plan in the archive was the plan the site used for placement. The second plan, or blue plan, was showing where the lead was placed using confirmation spin from the imaging system for easy visualization. It was noted that when they did the frame registration, a whole rod was yellow but the registration still passed and looked good. An additional update the next week reported that while doing another dbs case, as the surgeon went to put on the localizer frame, they noticed it was visibly bent. It is likely that the inaccuracy in this case is related to a bent localizer frame. The bent localizer frame has been captured in case (B)(4).

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, software version: 1.2.0. Software files have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a deep brain stimulation (dbs) case. It was reported that the site had a little difficulty at first where one side of the frame was off a bit, yellow on the bars. The site had to manually merge before they could automerge, but the merge passed and the doctor approved the merge. They placed the leads and the surgery was a success with good outcome for the patient including decrease in tremors and the patient speaking normally. When they took the confirmation spin after the case and merged it in, the leads showed about 15 millimeters off from the planned trajectory that they used for navigation. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
H2) correction: d11: product ID 9735762 inadvertently filed. Correct product ID is 9735737. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.